Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm amplatzer amulet was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. The patient remained hemodynamically stable throughout the procedure. One hour post-implant, the patient presented to the emergency room (ER) with chest pain. An echocardiogram (echo) was performed and revealed that a pericardial effusion was present. The effusion resulted in a cardiac tamponade. A pericardial window was performed to drain the fluid. It's unknown what the cause of the pericardial effusion was. The patient had recovered, was stable, and was discharged. No additional information was reported.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.